Event description:
During a pci, a cypher stent failed to cross a lesion and upon withdrawal of the product from the patient, the distal stent struts were noted to be uplifted. The lesion being treated was described as de novo, heavily calcified and 90% stenosed in the mid lad. Rotablator was conducted. Pre-dilation was conducted and then a cypher select+ (3.5/23mm) was being delivered to the target lesion, but the cypher select+ became stuck proximal to the target lesion. The physician pushed the cypher select+ with excessive force to advance it, but the cypher select+ would not advance further. Therefore the physician retrieved the cypher select+ from the patient and confirmed the struts of the cypher select+ stent to be flared at the distal end. A different product was used to finish the procedure successfully. There was no patient injury reported. The product will not be returned for analysis because the product was discarded by the hospital due to the patient's infectious disease. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to cross or track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The IFU indicates that applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. The uplifted struts may be attributed to the operator's forceful attempt to cross a highly calcified lesion. Based on the information available, there are possible vessel characteristics and procedural factors that may have contributed to this event.